Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly, and subsequently shut down. Tandem customer technical support (cts) reviewed the pump¿s settings and usage rate. Cts informed the customer that the depletion rate was within normal parameters based on the settings and usage rate, however, customer maintained the pump was not functioning as expected. Additionally, it was reported that the battery gauge was fluctuating. Customer's blood glucose (bg) ranged from 400-600 mg/dl with high ketones. Bg was addressed via a manual injection. Reportedly, customer reverted to manual injections for insulin therapy.